Event description:
Patient in for removal of textured breast implant. The original procedure was about 10 years ago. Implants sent to pathology. Pathology report: breast right implant removed received fresh is a 14x12.5x4.2cm intact textured breast implant with inscription allergan style 363lf 410cc. The lot number is 1717160. The textured external surface is hemorrhagic appearing and dark red with adherent tissue on the anterior aspect.